Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick monorail balloon ruptured at 14 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the lad coronary artery. The maverick monorail balloon was being used to post-dilate an express2 stent. It is noted that the lesion had been predilated with an unknown device. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.